Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. During preparation of a taxus express2-2.5x24mm drug eluting stent the physician noticed the stent embolized from the balloon. Consequently, the stent never touched the patient. No procedure was successfully completed using another taxus express2 - 2.5x24mm drug eluting stent. Patient status is reported as "ok."